Manufacturer narrative:
Addendum: additional information received confirmed that the second precise stent (6.0 x 40mm) was used to treat the revascularization. Thrombus was not noted at pre/post deployment of the first stent. The patient did not exhibit any signs or symptoms of an adverse event. Complaint conclusion: this (B)(6) male enrolled in the (B)(4) registry underwent emergent right carotid repeat revascularization during the carotid index procedure. The pre-procedure nih score was 0, the stroke scale score was 0 and the patient was asymptomatic. The target lesion was the right bifurcation common carotid artery. The lesion was 85% stenosed, arch type iii and moderately calcified. The reference vessel was 7.0 in diameter and mildly tortuous. The patient had a 9.0 x 40 precise stent placed at the target location and a second 6.0 x 40 precise stent placed at the target location overlapping the first stent. The patient left the angiography suit with no neurological deficits. The post nih stroke scale score was 0 and the post stroke scale score was 0. The patient was discharged two days after the index procedure. Concomitant medications included aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not the cordis product. Additional information received confirmed that the second precise stent (6.0 x 40mm) was used to treat the revascularization. Thrombus was not noted at pre/post deployment of the first stent. The patient did not exhibit any signs or symptoms of an adverse event. The patient¿s medical history includes severe pulmonary disease, hyperlipidemia, cardiac arrhythmia, abnormal stress test, smoking, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension. (B)(4). The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of carotid artery disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there possible patient factors and vessel/lesion factors that may have contributed to this patient¿s restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Concomitant medications included aspirin at pre/post procedure and at discharge. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(6) registry, a patient underwent emergent right carotid repeat revascularization. The pre-procedure nih score was 0, the stroke scale score was 0 and the patient was asymptomatic. The target lesion was the right bifurcation common carotid artery. The lesion was 85% stenosed, arch type iii and moderately calcified. The reference vessel was 7.0 in diameter and mildly tortuous. The patient underwent an emergent right carotid repeat revascularization. The patient had a 9.0 x 40 precise stent placed at the target location and a second 6.0 x 40 precise stent placed at the target location overlapping the first stent. The patient left the angiography suit with no neurological deficits. The post nih stroke scale score was 0 and the post stroke scale score was 0. The patient was discharged two days after the index procedure. Concomitant medications included aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not the cordis product.

Manufacturer narrative:
Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.